Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01042. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and two penumbra smart coil detachment handles (handles). During the procedure, the physician successfully placed two coils using a non-penumbra microcatheter. The physician then advanced and attempted to detach a smart coil in the target location, however the smart coil did not detach, despite three attempts with the handle. The physician, therefore, attempted to detach the smart coil using a new handle, however the smart coil still did not detach. The smart coil was therefore removed, and the procedure was completed using two other coils and the same microcatheter. There was no report of an adverse effect to the patient.